Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son has been experiencing abnormal high and low blood glucose and had abnormal ketones. Customer's blood glucose was 42 mg/dl at the time of the incident. Customer's current blood glucose is 221 mg/dl. Customer had low blood glucose of 57 mg/dl on (B)(6) 2016 and had an emergency room visit on (B)(6) 2016. Caller stated that if the reservoir is full then they just change out the infusion set. If it has been more than 4 days, they do a complete set change. Caller stated that the customer had high blood glucose of 598 mg/dl on (B)(6) 2016 with high ketones. Customer had high and low blood glucose readings of 178 mg/dl, 78 mg/dl, and 42 mg/dl from (B)(6) 2016. Caller stated that she had her mother-in-law take her son to the emergency room and she met them there since she had work that morning.